Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a breathing issue. The patient was prescribed medication in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
MDR 2518422-2021-03298 is the original report associated with this device. A duplicate report has been submitted for this device under report MDR 2518422-2022-02623. This follow-up report is being filed for awareness of this duplicate report. A correction report MDR 2518422-2022-02623-1 has been filed for awareness about the duplicate report.